Event description:
Dementia pt was exiting model 1776 recline-a-bath. Tub door closed on pt's hand. Pt's hand was fractured.

Manufacturer narrative:
Product is 15 yrs old. Door's gas spring/shock on product was replaced in 2006. Gas spring/shock replacement part was not purchased. Discontinued product in 1998.